Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Distributor reported lancet protruding from customer's fastclix lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, no replacement was sent due to no customer information.